Event description:
It was reported to philips that the elbow covers of the ceiling mounted mavig arm had fallen off. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the treatment, resulting in a slight delay in the procedure's completion. The philips field service engineer (fse) inspected the system onsite and confirmed that the elbow covers of the ceiling mounted mavig arm had detached. Upon troubleshooting actions, fse resecured the cover. After repair, the system was returned to use in good working order.